Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified, and a different issue was identified.

Event description:
It was reported the pump declared multiple temperature alarms. Customer's blood glucose was 145 mg/dl. Customer continued to use the pump for insulin therapy.